Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported, that allegedly, the shaver blade flaked metal shavings inside the patient during a knee scope arthroscopy. Another item from a different lot was used. Procedure was completed successfully and the shavings were suctioned out of the patient.